Event description:
Complainant alleged that during a shift check, when the autopulse® platform was powered on, it displayed a user advisory (ua) 16 (timeout moving to take-up position) message. The user advisory message was unable to be cleared by powering the device off/on. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
Product in complaint was returned to zoll circulation on 03/12/2014 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation. Visual inspection of the returned platform was performed and no anomalies were observed. Functional testing of the platform found that the drive train had seized, therefore functional testing was unable to be performed. A review of the platform archives was performed and multiple ua16 (time-out moving to take-up position) messages were observed on (B)(6) 2014. The platform was not used on the reported event date of (B)(6) 2014. The drive train was replaced which remedied the customer's reported complaint that the platform displayed a ua16 upon power up of the platform. The system underwent and meets all testing criteria. In conclusion, the customer's reported complaint that the platform exhibited a ua16 upon power up was confirmed through both review of the platform archive and upon functional testing. The drive train was replaced which remedied the customer's reported complaint.